Manufacturer narrative:
During the requested site visit, the field service engineer inspected the analyzer, observed overflowing cuvettes and that the tubing, peristaltic head (rohs) would not aspirate. The fsr replaced the tubing, peristaltic head (rohs) which resolved the issue. Return testing was not completed as returns were not available. A review of the service history for architect c16000, serial number (B)(4), revealed no additional erratic or discrepant patient results reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The architect system operations manual addresses operational precautions and limitations, and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. The architect c16000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs). A historic review of the part did not identify any trends, non-conformances, or potential non-conformances for the tubing, peristaltic head (rohs). The current product monitoring review for the architect platforms found no systemic issues or trends for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency with the architectc16000, serial number (B)(4), or the tubing, peristaltic head (rohs) (7-35009685-02) were identified.

Event description:
The customer reported falsely elevated potassium (k), and chloride (cl) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid (B)(4) k on sn (B)(4) = 7.8mmol/l / retest on sn (B)(4) = 4.0mmol/l (normal range = 3.5-5.2mmol/l); cl on sn (B)(4) = 147mmol/l / retest on sn (B)(4) = 111mmol/l(normal range = 98-111mmol/l). There was no reported impact to patient management.